Event description:
The caller was a healthcare provider and the reason for the call was to get device registration information. The caller stated that the patient might have abandoned leads. The caller indicated that based on CT imaging the patient has leads in the t spine and there is not an ipg visible. The patient is non-responsive. The caller did not know what company manufactured the implanted components and did not have any other details about the implanted system. Technical support services did not ask for any other details as the complaint seemed to be related to a non-(B)(6) component. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).